Event description:
It was reported that during a gastric sleeve procedure, there were dropping and malformed clips. The device was used outside of the patient. There were no patient consequences. Case completed with a competitor clip applier.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.